Event description:
It was reported that the patient presented to the clinic. It was found that the right ventricular (rv) lead exhibited over-sensing noise due to a suspected insulation anomaly. The rv lead was capped and replaced on (B)(6) 2025. There were no adverse health consequences, the patient was stable.